Manufacturer narrative:
Additional suspect medical device components involved in the event: reference number: (B)(4). Brand name: na. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18807134. Upn: (B)(4). Reference number: (B)(4). Brand name: infinion? 16. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17674693. UDI: (B)(4). Reference number: (B)(4). Brand name: na. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 18909775. UDI: (B)(4).

Event description:
It was reported that the patient experienced insufficient therapy from the spinal cord stimulation system. It was noted that the leads displayed high impedance readings. The patient underwent a revision procedure in which the leads and lead splitters were explanted and two new leads were implanted. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded as per the hospitals infection control policy.